Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The doctor of a (B)(6) female pt contacted zoll customer support to report that the pt is reporting that the lifevest (lv) delivered a treatment. The pt's doctor reported blue gel was present, and the pt remembered feeling a shock. Review of the pt's downloaded data and ECG strips indicates the pt was treated. The lifevest (lv) detected an arrhythmia at 14:33:29. The pt's ECG strips show a sinus rhythm with motion artifact. The lv treated the pt at 14:35:10. The rhythm at the time of treatment was a sinus rhythm with motion artifact. The post-shock rhythm was a sinus rhythm with motion artifact. A motion artifact contributed to the false detection. The response buttons were pressed after the treatment was delivered. The pt went to the hosp but continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was admitted to the hospital following the event, and the pt continues to wear the lifevest. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As rec'd, the monitor and electrode belt were functional and able to detect and treat a pt. Usage: monitor sn (B)(4) - 11/2013 (reuse); electrode belt sn (B)(4) - 07/2012 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).